Event description:
The tech alleged that the side rail is not latching. No patient impact.

Manufacturer narrative:
The tech found the side rail latch plate is bent. The tech replaced the side rail latch plate to resolve the issue.